Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3682 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient received a peripherally intubated central venous catheter into the right brachial vein on (B)(6) 2021, with a depth of 36 cm and normal use. On (B)(6), the flushing tube found that there was liquid leakage at the puncture point. The tube was pulled out 3cm, and the tube was seen to be ruptured. The tube was trimmed. The depth of the existing tube is 29cm. The film shows that the tip of the catheter is at the level of t4. After the relative risks are notified to the patient¿s family members, the patient will continue to be retained for use. Combined medication instructions: paclitaxel injection 5ml: 30mg 6 bottles of 180mg + 0.9% sodium chloride injection 500ml: 4.5g 1 bag of 500ml. Carboplatin for injection 50mg 8 bottles of 400mg + 5% glucose injection, 500ml: 25g 1 bag of 500ml.